Event description:
Per the clinic, the patient was admitted to the hospital 2008 (day not reported) for meningitis. No other information was provided on the meningitis. Per the clinic, the patient had a fistula due to cranial trauma previous to implantation. The patient underwent surgery for the fistula. The fistula has no impact on the implant.